Manufacturer narrative:
The device was returned to olympus and evaluated. A functional test, using a test gyrus eiwe pkfl pk front loading working element along with a three-pin active cable and electrode, were performed. Olympus was able to observe the cut and coag function working properly as the test gyrus foot switch was activated. Pk/sp side was tested with different modes and powers adjusted with no issues or errors popping up. Another working element was also used, along with a five pin active cable and electrode. The results were the same, as the pk/sp side was working properly; cut and coag functions were verified to function properly even as different powers and modes were adjusted. All output powers as well as other functional tests on the device passed. The unit was ¿burned-in¿ for 2 consecutive hours and passed with no issues detected. Based on the evaluation, olympus was unable to confirm the user¿s experience and a root cause could not be determined.

Event description:
A user facility reported to olympus that, when attempting to use the foot pedal, their device generated a message indicating "internal problem or internal defect" then shut down by itself. The intended procedure is unknown. The procedure was completed using another device (model/serial number unknown). There was no patient injury or harm, associated with the problem, reported to olympus.